Event description:
Customer reported an under-infusion event. While infusing chemotherapy (5fu) via a walkmed infusion pump at 2ml/hr, the patient did not receive any of this chemotherapy in a 48 hour period while at home due to frequent infusion alarms. The patient was told by the manufacturer to turn off the pump if there are too many alarms after simple troubleshooting measures. The customer is concerned about the possible compatibility issue between the walkmed tubing and the maxplus connector. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). The customer complaint could not be confirmed because the affected product was discarded and not returned for failure investigation. The root cause of this failure was not identified.